Event description:
The customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no reported impact on the customer¿s blood glucose level. Technical support assisted by confirming the pump was unplugged and provided instructions for pressing the button. Despite efforts to resolve the issue, including removing the case, the difficulty persisted, leading to the decision to replace the pump, which was out of warranty.